Manufacturer narrative:
Patient was revised due to an incorrect size femoral head being implanted. The patient had felt a pop postoperatively. X-rays were taken and records were reviewed. At that time, it was realized that the patient had a size 32 femoral head implanted with a size 36 liner. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Device label clarity is not suspected to have been a contributing factor. The root cause is attributed to inadvertent use error. Based on the investigation a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6) 2020.

Event description:
Patient was revised due to an incorrect size femoral head being implanted. The patient had felt a pop postoperatively. Xrays were taken and records were reviewed. At that time, it was realized that the patient had a size 32 femoral head implanted with a size 36 liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.